Manufacturer narrative:
This follow-up is to make a correction in the follow-up sent on 12/06/2024: g3 - awareness date is 11/25/2024 (not 10/25/2024).

Event description:
A facility reported a bactiseal catheter (ID 821749) was implanted on (B)(6) 2024. On (B)(6) 2024, the physician found a minimal amount of cerebrospinal fluid (csf) leaking at the end of the catheter, where it was connected to the lure-connector. The catheter was removed on the same day and a small hole was found at the end of the catheter. After the procedure, the patient experienced an infection-related fever with a temperature of 39°c. Additional information was requested; however, it was not provided.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The bactiseal catheter (ID 821749) was returned for evaluation. Device history record (DHR): the product code 82-1749 with lot 7361173, conformed to the specifications when released to stock. All finished goods test results, including endotoxin satisfactorily met the requirements. Failure analysis: the catheter was visually inspected; no defect was noted. No tests could be performed as the catheter is very short. Root cause analysis: no root cause could be determined as the catheter is very short. The possible root cause for the issue reported by the customer, could be due to improper handling of the device or could be due a sharp or pointed object coming into contact with the catheter.